Event description:
The customer reported that this unit has had a vertical static bar like interference. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this unit has had a vertical static bar like interference. The customer corrected the issue by shutting down the unit and unplugging the bedside monitor. According to the customer, they have never seen this issue until software 2-28 was installed. The technical service account manager will be uploading the logs. There was no patient injury reported. Investigation summary: nihon kohden confirmed the issue was attributed to a software issue that occurred after upgrading the system from software version 02.27 to software version 02.28. The root cause was determined to be a software malfunction of the commercial rtos (kernel) used in the g5/g7 software (version 02.28). Kernel is a part of core software that manages and controls the operating system and a software malfunction occurred with kernel, leading to the reported issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
Details of complaint: the customer reported that this unit has had a vertical static bar like interference. The customer corrected the issue by shutting down the unit and unplugging the bedside monitor. According to the customer, they have never seen this issue until software 2-28 was installed. The technical service account manager will be uploading the logs. There was no patient injury reported. Investigation summary: nihon kohden confirmed the issue was attributed to a software issue that occurred after upgrading the system from software version 02.27 to software version 02.28. The root cause was determined to be a software malfunction of the commercial rtos (kernel) used in the g5/g7 software (version 02.28). Kernel is a part of core software that manages and controls the operating system and a software malfunction occurred with kernel, leading to the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 04/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/22/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/26/2024 emailed the customer via microsoft outlook for patient information: no reply was received. **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1702 to nihon kohden life scope g7 bedside monitoring system. D4 additional device information / model #: corrected the model # from csm-1702 to cu-172r. D4 additional device information / catalog #: corrected the catalog # from csm-1702 to cu-172r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 date of this report d1 brand name d4 model number d4 catalog number d4 primary unique device identifier (UDI) number g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit has had a vertical static bar like interference. There was no patient injury reported.

Event description:
The customer reported that this unit has had a vertical static bar like interference. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit has had a vertical static bar like interference. The customer corrected the issue by shutting down the unit and unplugging the bedside monitor. According to the customer, they have never seen this issue until software 2-28 was installed. The technical service account manager will be uploading the logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.